Event description:
Adverse event(s): "no information" ( no information). Product problem(s): "lens implanted with a haptic missing" (component missing (haptic). A consumer reported that he was implanted an intraocular lens (iol) with a haptic missing. The iol was replaced at a different clinic. The implanting surgeon reported that the delivery system (injector) used was from the same manufacturer as the iol: and that it was possible that the iol was provided with the haptic missing. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B) (4)